Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion. In april this device estimated battery longevity was at 6.5 years and the physician alleges that this estimation runs short as this device was barely implanted in 2020. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis and it will take approximately 60 days before it is return.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion. In april this device estimated battery longevity was at 6.5 years and the physician alleges that this estimation runs short as this device was barely implanted in 2020. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis and it will take approximately 60 days before it is return.